Event description:
It was reported that the insulin pump alarmed failed battery test and buttons were unresponsive. Customer stated that there was moisture under the display. Customer's blood glucose was 9.9mmol/l. Customer reverted to back-up plan. No further in further information provided.

Manufacturer narrative:
The insulin pump had no button response due to moisture damage on keypad traces. No moisture damage on electronics noted. The insulin pump was unable to verify failed battery test alarm due to unresponsive buttons. The insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.